Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft leak occurred. The target lesion was unknown. This 8.0 x 40, 75cm gladiator balloon catheter device was selected when the physician noticed the 'balloon appeared to be leaking on the shaft and it seemed like the balloon was not sealed on the shaft appropriately". The physician was not able to inflate the balloon. The procedure was completed with another manufacturer's balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).